Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a pocket revision and was doing well post-operatively.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a pocket revision and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Manufacturer narrative:
Additional information was received that during the revision procedure, the patient¿s clik anchors were explanted due to discomfort at the lead site. The explanted clik anchors were not returned to bsn as they were discarded by the medical facility.